Event description:
It was reported that implantable neurostimulator (ins) and quadripolar lead implant was completed with no difficulties. Tunnelling the extension gave no problems. The ins pocket and connections were carefully made. Stimulation was effective at 2.8-3v. The patient was sent home. On the same day, while lying on the couch at home, the patient suddenly felt a very strong pain in his abdomen in the area of the ins, similar to a jolt. Following that jolt sensation, the patient did not feel stimulation any more. The patient returned to the hospital the next day. The physician raised the voltage up to 10.5v without being able to evoke paresthesia. Impedance measures showed all combinations > 4000 ohms except for combination case +0-. Programming in bipolar c+ 0- stimulation was not effective either (patient did not feel anything up to 10v). A surgical revision was performed on (B) (6). The physician opened the ins pocket and tested the extension/lead using a screener, no efficacy was noted. The extension/lead connection was opened and found that the lead was totally dislocated. The lead tip had come down to the level of the connection with extension and was no longer in the epidural space. The physician chose to explant everything and proceeded to a brand new implant. The implant presented no difficulties. Stimulation was then effective again. The ins and the extension were going to be returned for analysis, but not the lead which was seriously damaged during explant and therefore thrown away.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.